Event description:
Patient representative reported "plaintiff allege that one of more biocell devices caused personal injuries and damages including but not limited to the following: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, reconstruction, en bloc capsulectomy, swelling, pain, redness, accumulation of fluid, drainage of fluid, tightness, rupture of breast tissue, significant scarring and disfigurement; post-operative complications including, erythema, granulomatous changes, delayed seroma, multi-stage reconstruction; aggravation of underlying conditions including depression and anxiety; imaging and pathological evaluation to rule out bia-alcl; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earner capacity. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿accumulation of fluid¿, ¿drainage of fluid¿, and ¿delayed seroma¿ and ¿granulomatous changes.¿